Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3708695, serial# (B)(4) implanted: (B)(6) 2017. Product type extension product ID 37601, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017. Product type implantable neurostimulator, product ID 37601, serial# (B)(4), implanted: (B)(6)2015, explanted: (B)(6) 2016. Product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the circumstances that led to the reaction at the ins site was the connect ion behind the ear broke through the skin and was exposed. Surgery to re-bury the connection. The reaction reoccurred (B)(6) 2019. There was surgery again on (B)(6) 2019 and the rep was present. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the patient has developed a reaction at the implant site on their left side. The caller initially stated the patient had the device completely removed in (B)(6) 2016 and replaced it in (B)(6) 2016. The reaction came back and had it cleaned out in (B)(6) 2017. In (B)(6) 2017, they ended up relocating the ins to the right side and replaced the wires and the battery and put in dacron sac. They went in and cleaned it out and did a culture, they did not see any infection. The ins has been ok since then but then the patient developed a reaction with the wires behind the patient's ears. They developed a hole over and in (B)(6) 2018, they went in and cleaned it all out. They had the neurosurgeon try to pull good flesh over it. It healed really well and in (B)(6) 2019, they noticed a hematoma occurred on the incision behind the ear. Now, the patient has developed another reaction. They think they were allergic to something. Each time six to seven months go by, the patient starts to have another issue. An allergy was not confirmed. The dbs device was keeping the patient's medication levels low but now they're back up. The patient was having a progression of symptoms as well. No further complications were reported as a result of this event.